Event description:
Angio-seal placement into femoral artery in 2008 after card cath. I did not know I received a angio seal until I was in recovery and handed a booklet. Went home that evening, everything was fine. The next evening as I was getting undressed to take a shower, I felt a pop in my groin and severe pain down my right leg. A large swelling about the size of a grapefruit appeared within seconds and I called 911. Informed by rescue team that I was bleeding internally and rushed to nearest hospital. Transferred to original hospital next day and compression was used to stop the bleeding. This was the most painful thing I have ever felt. I am 4 weeks post op and still have discomfort and pain and lots of bruising. I would never again allow a angio seal to be placed into my body.